Manufacturer narrative:
Corrected data: - date of birth and weight - patient weight were listed incorrectly on the initial report.

Event description:
Follow-up revealed the patient's ipg was believed to have migrated after the patient bumped a chair near the location of their ipg. In turn, the doctor decided to explant and replace the patient's ipg. The doctor also implanted the replacement ipg at a new pocket site/location and sutured it down to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is no longer stationary in the pocket. In turn, the patient has been experiencing overstimulation. As a result, the patient has deactivated stimulation and plans to have their ipg relocated via surgical intervention on a later date.